Event description:
It was further noted that one controller had a controller fault alarm. The patient exchanged the controller and then that controller had an unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and corrections to: desc evt problem (b5): updated from "it was reported that there was a controller fault alarm and an unexpected loss of power to the controller. It was further reported that the controller was off for greater than one hour. The controller was replaced. No patient complications have been reported as a result of this event." To now include "it was further noted that one controller had a controller fault alarm. The patient exchanged the controller and then that controller had an unexpected loss of power." Additional products (h10): updated to include controller (B)(6) product event summary: one controller was returned for evaluation and one controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller (B)(6) revealed that the device passed visual inspection. Functional testing revealed the no power alarm did not sound when both power sources were disconnected from the controller during testing. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery that powers the no power alarm battery was swollen. Supplemental testing revealed that the voltage of the cells was below the expected value. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm log file associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2020 at 16:56:42, indicating an internal battery fault, as well as a vad disconnect alarm on (B)(6) 2020 at 16:59:08, likely due to the reported controller exchange in response to the controller fault alarm. Review of the log files associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 17:39:21. A vad disconnect alarm was logged at 17:39:26, which cleared at 17:39:30. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2018. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point since on (B)(6) 2018 was logged at 17:39:54 on (B)(6) 2020, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. (B)(4) was opened to investigate faulty internal batteries with controller 2.0. Additional products: d1: heartware ventricular assist system controller; d4: model#: 1420 / catalog#:1420 / expiration date: 31-mar-2020 / serial#: (B)(6) / UDI#: (B)(4); d10: no / h3: yes / h4: mfg date: 14-may-2019 / h5: no / h6: patient code(s): c50675 h6: device code(s): c63025 h6: method code(s): 4112, 4114 h6: results code(s): 213 h6: conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: one (1) controller was returned for evaluation. One (1) controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed the no power alarm did not sound when both power sources were disconnected from the controller during testing. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery that powers the no power alarm battery was swollen. Supplemental testing revealed that the voltage of the cells was below the expected value. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm log file associated with the controller revealed a controller fault alarm logged on (B)(6) 2020 at 16:56:42, indicating an internal battery fault, as well as a vad disconnect alarm on (B)(6) 2020 at 16:59:08, likely due to the reported controller exchange in response to the controller fault alarm. Additionally, log files revealed that the controller was in use for more than two (2) years. Review of the log files associated with the controller revealed a controller power up event logged on (B)(6) 2020 at 17:39:21. A vad disconnect alarm was logged at 17:39:26, which cleared at 17:39:30. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2018. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point since (B)(6) 2018 was logged at 17:39:54 on (B)(6) 2020, indicating that the power up event and vad disconnect alarm occurred during a controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. An internal investigation was opened to investigate faulty internal batteries with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a controller fault alarm and an unexpected loss of power to the controller. It was further reported that the controller was off for greater than one hour. The controller was replaced. No patient complications have been reported as a result of this event.